Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: caller needing alaris tech support for the pumps, they have a patient incident where the medication was set to finish in 24hrs, instead, it finished 3 hours early. Biomed states someone came out before with a similar situation, he believes he spoke with tech support.